Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the subject pump powered off without warning on two separate occasions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2013 with the following findings: a review of the pump history indicated one reboot had occurred at 10:56pm on (B)(6) 2012. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. There were no defects found to the battery cap connections or the power circuit. The complaint could not be duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.